Manufacturer narrative:
Device is implanted in patient.

Event description:
It was reported that post clinical trial procedure, the patient had a stroke which presented on imaging as a right and left superior cerebellar infarct. On imaging, hydrocephalus was also seen. These events were treated through a surgical procedure and patient outcome is on going. There is a possible relationship between the subject flow diverter used and the reported events.

Manufacturer narrative:
Due to the automated manufacturing execution system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that post clinical trial procedure, the patient had a stroke and hydrocephalus which required imaging and were treated through a surgical procedure. Additional information provided by the customer indicated that the hydrocephalus was due to the adverse event (brain infarct and obstruction of csf flow) and no surgical delay was reported during the procedure. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that post clinical trial procedure, the patient had a stroke which presented on imaging as a right and left superior cerebellar infarct. On imaging, hydrocephalus was also seen. These events were treated through a surgical procedure and patient outcome is on going. There is a possible relationship between the subject flow diverter used and the reported events.